Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('women that have coils in place at hsg confirmation test and then at surgery time they are found in various other place') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: this is summary case for unknown number of patients. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place at hsg. Concerning the injuries reported in this case, the following one was reported from social media report : device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('women that have coils in place at hsg confirmation test and then at surgery time they are found in various other place') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: this is summary case for unknown number of patients diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils in place at hsg. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.